Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined that the motor would slow down and stop , the hinge gasket was missing, the swivel was loose, and there was possible corrosion on the needle bearing, e-ring and reciprocation arm. The motor, sleeve, needle bearing, e ring, reciprocation arm, hinge gasket, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device does not always turn off, it just ¿buzzes." This occurred prior to surgery and there was therefore no procedure delay nor harm/injury to any persons involved. Evaluation of this device later found that the motor would slow down and stop. No adverse events were reported as a result of this malfunction.